Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an subcutaneous implantable cardioverter defibrillator (s-ICD) follow-up appointment, a da error was observed. Boston scientific technical services (ts) was contacted and explained this is a self-correcting error. No further issues have been reported. The device remains implanted and in service.